Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a powers down on the liberty select cycler. Issue occurred in dialysis. Display was blank. There was not a power outage / outlet issue. Patient will perform capd/manuals. Replaced cycler due to powered down. Last treatment completed using current cycler was on (B)(6) 2023. Patient will perform capd/manual. Patient has capd supplies for 3 days. The fresenius technical support representative issued the cycler replacement. Estimated time arrival for new cycler is on june 30 and pick up for the old one for july 5. Upon follow up, it was confirmed that the patient was not able to complete treatment on the reported day. No patient adverse effects were experienced and no medical intervention was required. Patient received cycler replacement and the cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.